Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with seizure like symptoms (shaking, raised right arm) and bradycardia. Interrogation revealed complete loss of capture on the right ventricular lead. The left ventricular output wasn't sufficient to maintain capture so programming changes were made to maintain support. Raising the left ventricular output resulted in diaphragmatic stimulation by the left ventricular lead. It was noted that both right and left ventricular leads were dislodged. Both the right and left ventricular leads were revised. The left ventricular lead was explanted while the right ventricular lead was capped on (B)(6) 2018. The patient has twiddler's syndrome and movement of the pocket is thought to have contributed to the event. The patient was stable following the revision.